Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box shows power on resets (por) associated with cartridge change on (B)(4) 2014 and por associated with battery change on (B)(4) 2014. Battery compartment is cracked at the threads and between the bumper pad and cover. The battery cap and cartridge cap were not returned. Test battery cap was able to carefully attach to the pump and was used to complete 24hr duration testing; no power interruptions duplicated with test battery cap. Test cartridge cap also used to complete testing. Removed cover; no evidence of internal moisture or damage to the power circuit was found. Display screen observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.